Event description:
It was reported that the st holster is causing multiple green cable error codes. There have been no reported pt consequences.

Manufacturer narrative:
Evaluation summary: based upon the inquiry info received, visual and functional examination; the unit was found to require the pcb board to be calibrated. The device was functionally tested, met all product requirements and returned to the customer.